Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint (dsuj) for failure analysis investigation. The unit was analyzed and found to confirm the errors pointing to the chipencoder virtual absolute (cva) printed circuit assembly (pca). When installed on a test fixture the dsuj failed the matlab cva check confirming the issue. The probable root cause is due to a faulty cva pca on the dsuj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general hiatal hernia surgical procedure, the customer reported to technical service engineer (tse) that they had issues again this morning with only universal surgical manipulator (usm) arm 3. Tse reviewed the logs and found no errors. The customer was using the vessel sealer extend (vse) instrument on usm arm 3 and they were able to close the grips and fire; however, when they went to release the tissue, it kept saying follow on matching grips. The customer stated the surgeon took about 30 seconds to make the system with follow matching grip to get the tissue released. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The instrument was frozen, and the system would not recognize that the grip was matched with a delay of 20 to 30 seconds each time. The issue was intermittent. The vessel sealing, gripping tissue, etc. And would not let it go. The issue was only on usm arm 3 and 4. The issue was not resolved. The case took significantly longer, and his following cases had to be moved out and changed to open or laparoscopic. No drape will be returned. There was no patient injury or harm. Yes, the device was inspected prior to use. No, damage or anything out of the ordinary was observed. Within the first 30 minutes of case start and continued intermittently throughout the entire case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.